Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. The umbilical cable was replaced. And the system software was reinstalled. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative initially reported that during a spine procedure the system took a lot of time to transfer the patient exams. After further troubleshooting, the real issue was found to be at the 3d-spin acquisition stage. The site received a error message and the images could not be loaded. The procedure was completed with no reported delay or impact to the outcome of the patient.

Manufacturer narrative:
The umbilical cable was returned to the manufacturer for analysis. The cable passed bench 100t and gbit communications testing, as well as continuity testing. Installed cable in a test imaging system and the system charged, achieved ready, and both 2d and 3d imaging were successful. No frame rate errors were observed while the cable was under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the site opted to re-spin the patient with the imaging system and continued the procedure. The surgeon completed the procedure with the use of the imaging and navigation system. The medtronic representative reported there was no change to the surgical approach.

Manufacturer narrative:
(B)(6).